Event description:
A malfunction on the pump was reported by the caller. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in resetting the pump, which resolved the issue with no reoccurrence.